Event description:
At about 6 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Patient had competitor components before medacta components.

Manufacturer narrative:
Batch review performed on 14 february 2024. Lot 2116821: (B)(4) items manufactured and released on 01-feb-2022. Expiration date: 2027-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.